Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a blood leak. The blood leak visually observed on the venous side of the dialyzer however, no visible device damage was noted to the dialyzer. Blood test strips were used and tested positive. The patient's estimated blood loss was 250ml. There were no patient complications as a result of this event and no medical intervention was required. Follow-up information was received which confirmed that the patient was able to successfully complete their treatment using the same machine with a new set up. The actual sample is available for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The dialyzer was subjected to a bubble point test; no leak noted. Although no leak was observed, this could likely be attributed to the device return condition. The dialyzer was then subjected to destructive disassembly for further visual analysis. This analysis confirmed the presence of a short fiber at the cavity ID end at approximately 270 degrees with dialysate port situated at 0 degrees. It is not known if the observed short fiber was the result of a broken fiber. No visual separations on the potting cut surfaces were identified. As no irregularities were identified during the visual examination or the bubble point test, the inferior surface of the non-cavity ID end potting was examined for a void. No void was present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The short fiber was exposed on both the superior and inferior potting surfaces of the cavity ID end, which may have allowed a leak pathway into the dialysate compartment.